Event description:
The customer reported the autopulse platform (sn (B)(6)) is no longer holding the autopulse lifeband where it clips into the back of the platform. Everything else on the platform works as intended. No device malfunction is reported for the lifeband. Multiple bands were tested with the same result. No patient involvement.

Manufacturer narrative:
The customer complaint that the autopulse platform (sn (B)(6)) is no longer holding the autopulse lifeband where it clips into the back of the platform was not confirmed during visual inspection or functional testing. The locking tabs on the front and bottom enclosures were not broken or overly worn. The platform performed as intended. The autopulse platform passed the initial functional test without any fault or error. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria.